Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged shortly after implant. The patient was in the recovery room when loss of capture and undersensing was discovered. The tissue was unable to be stimulated with maximum outputs in either unipolar or bipolar configurations. The patient underwent a revision procedure and this passive lead was removed and an active fixation lead was implanted. No adverse patient effects were reported. No further complications were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.